Event description:
The manufacturer received information alleging a "service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required"and "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board and system board were replaced to address the issues. During the evaluation of the device, an issue with the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.